Event description:
Information was received from a health care professional regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was believed that the pump contained saline. An alarm was heard on an unknown date and telemetry had not been performed, no troubleshooting had been performed prior to the call, the hcp was preparing for when the patient would come in on the day after this report date and wanted to know how to silence the alarm. Reportedly the patient had been discharged on (B)(6) 2016 (no device issues/allegations) because they felt it may be dangerous with all the oral medications and the pump medication all at once, they had not seen the patient since then. The hcp was to check the patients pump on the day after this report date and call technical services if she needed assistance. There were no symptoms reported at the time. No further complications were anticipated/reported on (B)(6) the hcp called back stating the patient was currently there with them, the pump was alarming due to empty reservoir, they did not plan on filling the pump on this report date. A doctor also got on line and stated they would not be filling the pump in the future and they were looking to disable the pump because the patient had substance abuse issues. Pump off options were reviewed by technical service specialist. The hcp stated she did not have time to sign and fax back the form but understood the terms, she wanted to shut off the pump at the time (elective abandonment of therapy) and send the form later. The technical service specialist walked hcp through steps to shut off the pump and the hcp was able to successfully shut off the pump. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient's weight was provided.